Event description:
Reporter noted pt had procedure in 2001; endophthalmitis six days post-op. Va less than 1/10.

Event description:
Add'l info noted pt had decreased va, tyndall in anterior chamber and vitreous; hypoyon. Threated with intravitreous injection of antibiotics; systemic corticotherapy. Va is 3/10 after one month. Prognosis reported as favorable.